Event description:
During pull-back of the bright tip fiber the radiologist felt as if something had broken. After removing the fiber and sheath the radiologist noticed that the sheath was hot and subsequently caught on fire outside of the pt. There was no pt impact and the radiologist was able to complete the case using a new fiber and sheath.